Event description:
During a supraventricular tachycardia ablation procedure, communication issues resulted in a procedural delay. It was noted that the catheter was not recognized by the ensite system. The dws, the ampere generator, and the tactisys quartz were all restarted but the issue was not resolved. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The tactisys log file analysis concluded that the tacticath catheter was recognized and performed as intended. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. Electrode 1 and both thermocouples met specifications during electrical testing with no open or short circuits detected. In addition, the magnetic sensor met specifications during electrical testing with no short circuits detected and the 10-pin connector eeprom met programming specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.